Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console presented a system message and did not have phacoemulsification power during a cataract surgery. The cassette and handpiece were replaced and the console was re-primed with resolution. The surgery was continued and completed as usual. There was no report of any patient harm.

Manufacturer narrative:
The customer called, the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).